Manufacturer narrative:
Additional information: the amount of inaccuracy was approximately 6 mm on the cranial side.

Manufacturer narrative:
No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states. Device manufacturing date now provided.

Manufacturer narrative:
Site dr.(B)(6) declined to provide patient information. Device manufacturing date is unavailable. Issue was resolved at time of event. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a oblique lumbar interbody fusion (olif) procedure, the surgeon alleged an inaccuracy occurred after they had already started navigating. The image was alleged to be off by approximately a 'hemivertebra'. No specific measurement, or direction, of the alleged inaccuracy was provided. A second spin was taken and accuracy was restored. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.